Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that she received a no delivery alarm during priming. The customer reported that the insulin pump was not registering insulin. The customer's blood glucose was over 400 mg/dl at the time of incident. The customer stated that the no delivery alarm was resolved by a reservoir change. The reservoir will not be returned for analysis.